Event description:
While performing a simple robotic nephrectomy a davinci stapler 30 curved-tip misfired while transecting a vessel. This was the first use of the stapler during this case with a white load. A small renal vessel was clamped in the jaws of the stapler and as the staples entered the tissue all sounded fine but when the cutting was supposed to happen an abnormal scraping noise was heard. The system flashed a warning sign along the lines of "malfunction, caution, the cut may have not completed." The surgeon paused and the team decided to place a robotic clamp on one side of the stapler to control potential bleeding in the event that the vessel was not sealed. Another stapler was opened and loaded. The stapler was released with the vessel stapled off on both edges with no cut at all occurring. The new stapler was used to transect the vessel appropriately and the case continued. The stapler appeared normal and accepted the staple load as is typical before use.